Manufacturer narrative:
Additional information: a1 and b5. A1: it was initially reported that the patient initials were (B)(6). Follow up was received stating that patient initials were tm; however, it was conformed the correct patient initials are (B)(6). B5: upon follow up it was reported that antibiotic treatment with imipenem and amikacin were discontinued. Pd therapy was discontinued, the pd catheter was removed and the patient was placed on hemodialysis therapy (ongoing). At the time of this report, the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis, manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was further described as "reused equipment" further described as reused minicap. On the same day as peritonitis diagnosis, the patient was hospitalized. On the same day as hospitalization, the patient was given vancomycin (1gm, every 4th day, intraperitoneal, discontinued) and amikacin (100mg, stat, intraperitoneal, discontinued). The day after, the patient was started on imipenem (500mg, daily, intraperitoneal, discontinued after 4 days) and amikacin (50mg, daily, intraperitoneal, discontinued after 4 days). Six days after antibiotics were discontinued, the patient was restarted on imipenem (500mg, daily, intraperitoneal, ongoing) and amikacin (50mg, daily, ongoing). The patient was discharged from the hospital four (4) days after admission. The patient was recovered from abdominal pain on an unknown date. The patient is recovering from peritonitis and cloudy effluent. It was not reported if the patient was retrained on the proper aseptic technique. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a1, b5 and b7. A1: it was initially indicated that the patient initials were (B)(6), however the follow up information indicates (B)(6). B5: upon follow up, it was reported that the patient recovered from the cloudy effluent on an unknown date. It was reported that the patient had another episode of cloudy effluent on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.